Event description:
Customer reported: bone holding forceps and a reduction forceps broke. Jaw broke off each instrument. This is report 2 of 2 for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. A manufacturing evaluation was performed. The forceps show that one tip broke off. Too much force was applied to the tip causing one to break; with information provided unable to determine how that force was applied. This complaint is invalid from a manufacturing standpoint. Placeholder.